Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that a white precipitate had formed on the unicel closed tube aliquotter probe of the unicel dxc 880i synchron access clinical system, and that the wash buffer was leaking. Customer disabled the right aliquot probe to prevent it from leaking. Customer did not observe any loose or broken fittings. The field service engineer (fse) inspected the instrument and observed dried wash buffer debris where the probe meets the probe body. The fse then replaced the probe assembly, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.